Event description:
On (B)(6) 2010, pt reported she has had a lot of low blood glucose readings lately. Pt stated she has recently suffered the loss of 2 family members. Pt reported she is going to have surgery soon. Pt stated she has had low blood glucose for a "long time." Pt reported they have been worse since her husband passed away. Pt stated she has always been up and down, and is a brittle diabetic. Pt reported the readings have been worse lately because of all of her stress. Pt stated her lows have been as low as 21 mg/dl. Pt reported she does not have a normal or target blood glucose range, but she feels okay between 80-150 mg/dl. Pt stated her daughter and son-in-law live with her and there have been 3 times between (B)(6) and (B)(6) that they have found her passed out. Pt does not recall the specifics. Pt reported that during each incident they tried to give her something to drink and then called the paramedics. Pt stated the paramedics would come and disconnect her infusion device, give her an IV with "sugar water" and then they were able to bring her out of the "insulin shock." Pt reported the IV would cause her blood glucose to go "sky high" and she would become nauseous and one time she even vomited. Pt stated they would then give her medication for the nausea and have her eat a peanut butter and jelly sandwich "for the protein." Pt reported she would reconnect to her infusion device and check her readings every 15-30 mins until it was back to normal. Pt stated that 2 out of the 3 episodes she went to the hospital. Pt reported she may be over bolusing for her food intake. Pt stated she can eat breakfast and bolus an amount 1 day and have a 200 mg/dl reading and the next morning have the same breakfast and bolus the same amount and end up with a reading in the 40-50 mg/dl range. Pt reported she is trying to count her carbs but it is just not working. Pt is working with the doctor to adjust her basal rates. Pt stated she needs to adjust her basal rates. Pt has a backup infusion device but stated she can stay on this one until the replacement arrives. Product was replaced and requested return of the alleged product for eval.